Event description:
A malfunction on the pump was reported by the caller, with the issue occurring after exposure to an x-ray machine at school. The customer's blood glucose level did not exceed 500 mg/dl and was within normal range, indicating no adverse impact. Tandem technical support responded by sending a replacement pump. They instructed the customer to use multiple daily injections (mdi) as a backup therapy.